Manufacturer narrative:
No malfunction was found with the device.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the user experienced a hypoglycemia event and the system did not alert.